Event description:
This device was implanted on (B)(6) 2008 and was explanted on (B)(6) 2013 due to pacing system infection. The physician was dr. (B)(6) at (B)(6) hospital at (B)(6), canada. No additional information is submitted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).